Manufacturer narrative:
Vyaire file identification: (B)(6). Device evaluated by MFR.the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. However, the customer stated that no alarms were reported at the time of the issue, and the exact part of the test was unknown. A patient circuit with a test lung was connected at the time. The customer was then advised to send in the removable battery that was being used at the time for an accurate investigation, which had been removed from the unit after it had been safely unplugged from ac power.

Event description:
The customer reported to vyaire medical that the revel ventilator began to emit visible smoke prior patient use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vyaire medical was able to confirm and verify the issue. Hybrid board components have an internal component failure that may have been caused by a power supply electrical short, producing high current and damaging hybrid board components and circuitry. The smoke seen by the customer came from the components c500 p/n: 12984-001 cap tant 10f 25v 20% 6032, d402, d403, d404 ¿ p/n:19506-001 diode schottky 2a 30v pwrdi were found to be charred and lifted from the circuit board. The root cause of the hybrid board failure is unable to be determined due to the severity of damage where multiple components were found to be charred and lifted from the circuit board. The main pcba (printed circuit board assembly) was damaged due to hybrid board components failure that may cause a power supply electrical shortage, producing hugh current and damaging its circuitry. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.